Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1176581 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1176581. Retention samples from batch 1176581 were not available for inspection. One photo was received for investigation of this complaint. The photo shows the agar surface of an opened plate with a surface microbial colony. There is also a sleeve label from batch 1176581 in the photo for batch verification. No return samples were received for investigation. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes.

Event description:
It was reported that microbial growth was observed on the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) when removing it from the sleeve. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer observed microbial growth on tsa 5% sb plates from lot 1176581 when removing the plates from the sleeves (item 221261, expiry date 2021/10/13).".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that microbial growth was observed on the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) when removing it from the sleeve. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer observed microbial growth on tsa 5% sb plates from lot 1176581 when removing the plates from the sleeves (item 221261, expiry date 2021/10/13)."